Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the shaft of a 2.50x12mm taxus liberte drug eluting stent fractured outside the patient, but within the guiding catheter before reaching the vessel. No patient complications were reported.

Manufacturer narrative:
The returned unit was consistent with the complaint incident. The device was returned in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 18.5cm distal from the strain relief. The break was kinked at the point of separation. This type of damage is consistent with excessive force having been applied to the device. A severe kink was found at the port area of the device. This type of damage is also consistent with excessive force having been applied to the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the device history record (DHR) found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of this defect will be documented as operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulties and due to the lack of information implicating a root cause related to the device.